Manufacturer narrative:
The returned device was received and tested. The device successfully passed cavity integrity assessment and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, a uterine perforation was suspected as the device would not pass cavity integrity assessment. A perforation was confirmed via laparoscopy. It is unknown if the perforation was caused by a non-hologic dilator or the endometrial ablation device. Patient was reportedly doing well post procedure and discharged to home.